Event description:
It was reported that a liner tear occurred. Vascular access was obtained via a right transfemoral approach. The femoral diameter was greater than 6mm. The native aortic annulus was severely stenosed and mildly calcified. A 14f isleeve introducer sheath was advanced into position. Balloon aortic valvuloplasty (bav) was performed with a 25mm non-boston scientific (bsc) balloon catheter in accordance with the instructions for use (IFU). When physician attempted to withdraw the 25mm non-bsc balloon catheter, the 25mm non-bsc balloon catheter became stuck in the tip of the 14f isleeve and was not able to be removed. The 25mm non-bsc balloon catheter was advanced to the abdominal aorta where the physician confirmed the 25mm non-bsc balloon catheter was deflated. The physician was able to removed through the 14f isleeve introducer sheath with no resistance noted. The transcatheter aortic valve implant (tavi) procedure was successfully completed. The dilator of the 14 isleeve introducer sheath was inserted for the withdrawal of the 14f isleeve. When the 14f isleeve was removed from the patient a complete liner tear was noted along the shaft to the tip of the 14f isleeve introducer sheath. The vessel was examined by ultrasound and fluoroscopy and no vascular damage was noted. No complications were reported.

Manufacturer narrative:
H3: device eval by manufacturer: returned product consisted of the 14f isleeve introducer sheath with the dilator. Inspection of the 14f isleeve revealed that there was blood in the device. Two of the three seams were found to be torn or expanded. Seam one was torn at the seam 14.5cm - 31.5cm (to the tip) distal of the strain relief and the tip was also torn at the seam line. Seam two was slightly expanded at a kink 14.5cm distal of the strain relief. Seam three was not expanded. The seam expansion is consistent with device use. The sheath was kinked 14.5cm and 15cm distal of the strain relief. The tip was also damaged at the end. The tip damage is consistent with device use. Product analysis confirmed the reported event, as the device was damaged with the sheath torn.

Event description:
It was reported that a liner tear occurred. Procedure summary: vascular access was obtained via a right transfemoral approach. The femoral diameter was greater than 6mm. The native aortic annulus was severely stenosed and mildly calcified. A 14f isleeve introducer sheath was advanced into position. Balloon aortic valvuloplasty (bav) was performed with a 25mm non-boston scientific (bsc) balloon catheter in accordance with the instructions for use (IFU). When physician attempted to withdraw the 25mm non-bsc balloon catheter, the 25mm non-bsc balloon catheter became stuck in the tip of the 14f isleeve and was not able to be removed. The 25mm non-bsc balloon catheter was advanced to the abdominal aorta where the physician confirmed the 25mm non-bsc balloon catheter was deflated. The physician was able to removed through the 14f isleeve introducer sheath with no resistance noted. The transcatheter aortic valve implant (tavi) procedure was successfully completed. The dilator of the 14 isleeve introducer sheath was inserted for the withdrawal of the 14f isleeve. When the 14f isleeve was removed from the patient a complete liner tear was noted along the shaft to the tip of the 14f isleeve introducer sheath. The vessel was examined by ultrasound and fluoroscopy and no vascular damage was noted. Patient status: no complications were reported.